Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), autoimmune disorder ("autoimmune issues") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2013). At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, abdominal pain lower, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, depression, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("excessive abnormal bleeding") in a 43-year-old female patient who had essure (batch no. 627736) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included anemia, uterine fibroid, irritable bowel syndrome, tarsal tunnel syndrome, foot pain, plantar fasciitis, flank pain, ganglion, tenosynovitis stenosans, intervertebral disc degeneration, ulnar nerve palsy, dermatitis due to metals, upper back pain, pain in hip, type 2 diabetes mellitus, paresthesia, ataxia, dysequilibrium, uterine bleeding, multiparous, uterine leiomyoma, endometrial biopsy and retroverted uterus. Concomitant products included azithromycin, breo ellipta, budesonide w/formoterol fumarate (symbicort), cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d), cyclobenzaprine hydrochloride (flexeril), duloxetine hydrochloride (cymbalta), epinephrine (epipen), esomeprazole magnesium (nexium), fluoxetine, lamotrigine (lamictal), melatonin, modafinil, montelukast (singulair), salbutamol (albuterol), tramadol hydrochloride (tramadol hcl cf) and valaciclovir hydrochloride (valtrex). On an unknown date, the patient started trazodone at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced back pain ("lower back pain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, 2 years 6 months after insertion of essure, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2012, the patient experienced nausea ("nausea,"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"). On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: arms and chest"). On (B)(6) 2012, the patient experienced anxiety ("anxiety"). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced major depression ("psychological or psychiatric problems condition:major depression/ depression"). On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2013, the patient experienced vertigo ("other injury(ies) or complication please describe: vertigo.vertigo"). On (B)(6) 2013, the patient experienced neuropathy peripheral ("neurological conditions or problems type:peripheral neuropathy"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2013, salpingectomy,oophorectopmy,). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, fibromyalgia, migraine, headache, allergy to metals, fatigue, weight increased, dizziness, urinary incontinence, abdominal pain and back pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, nausea, neuropathy peripheral, dysmenorrhoea, dyspareunia and vertigo had resolved and the anxiety and major depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, major depression, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, rash, urinary incontinence, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure. Hsg showed 4 coils in right and 3 coils in left extending out of fallopian tubes. Current weight 198 lbs. Approximate weight at the time of essure placement 130 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Surgical pathology report showed uterus and fallopian tqbes, hysterectomy and bilateral salpingectomy: cervical nabothian cyst. Cervical leiomyoma. Secretory pattern endometrium and corporeal leiomyoma, corporeal adenomyosis. Normal fallopian tubes concerning the injuries reported in this case, the follwing ones were confirmed in patient¿s medical records: abnormal bleeding, back pain, abdomen pain, fibromyalagia,anxiety,vertigo,peripheral neuropathy, nausea,headaches,pelvic pain, depression,dizziness, dysmenorrhea, low back pain. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse),psychological or psychiatric problems condition:major depression, autoimmune disorder type of disorder:fibromyalgia, rashes or skin conditions type: arms and chest,migraines /headaches, nausea, neurological conditions or problems type:peripheral neuropathy, nickel allergy, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),fatigue, weight gain/ loss specify which one: weight gain, other injury(ies) or complication please describe: vertigo, urinary incontinence, abdomen pain, back pain were added. New reporter , date of birthday and lot number were added. Outcome of event depression,anxiety from unknown to not recoverd/not resolved, outcome of events abnormal bleeding, nausea, dysmenoohea, apareunia, dyspareunia, rashes, lower limb neuropathy, vertigo from unknown to resolved/recoverd. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("excessive abnormal bleeding") in a 43-year-old female patient who had essure (batch no. 627736) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included anemia, uterine fibroid, irritable bowel syndrome, tarsal tunnel syndrome, foot pain, plantar fasciitis, flank pain, ganglion, tenosynovitis stenosans, intervertebral disc degeneration, ulnar nerve palsy, dermatitis due to metals, upper back pain, pain in hip, type 2 diabetes mellitus, paresthesia, ataxia, dysequilibrium, uterine bleeding, multiparous, uterine leiomyoma, endometrial biopsy and retroverted uterus. Concomitant products included azithromycin, breo ellipta, budesonide w/formoterol fumarate (symbicort), cetirizine hydrochloride (zyrtec), cholecalciferol (vitamin d), cyclobenzaprine hydrochloride (flexeril), duloxetine hydrochloride (cymbalta), epinephrine (epipen), esomeprazole magnesium (nexium), fluoxetine, lamotrigine (lamictal), melatonin, modafinil, montelukast (singulair), salbutamol (albuterol), tramadol hydrochloride (tramadol hcl cf) and valaciclovir hydrochloride (valtrex). On an unknown date, the patient started trazodone at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced back pain ("lower back pain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, 2 years 6 months after insertion of essure, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2012, the patient experienced nausea ("nausea,"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"). On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: arms and chest"). On (B)(6) 2012, the patient experienced anxiety ("anxiety"). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced major depression ("psychological or psychiatric problems condition:major depression/ depression"). On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and dizziness ("dizziness"). On 1(B)(6) 2013, the patient experienced vertigo ("other injury(ies) or complication please describe: vertigo. Vertigo"). On (B)(6) 2013, the patient experienced neuropathy peripheral ("neurological conditions or problems type:peripheral neuropathy"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2013, salpingectomy,oophorectomy,). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, fibromyalgia, migraine, headache, allergy to metals, fatigue, weight increased, dizziness, urinary incontinence, abdominal pain and back pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, nausea, neuropathy peripheral, dysmenorrhoea, dyspareunia and vertigo had resolved and the anxiety and major depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, major depression, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, rash, urinary incontinence, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure. Hsg showed 4 coils in right and 3 coils in left extending out of fallopian tubes. Current weight 198 lbs. Approximate weight at the time of essure placement 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Surgical pathology report showed uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: cervical nabothian cyst. Cervical leiomyoma. Secretory pattern endometrium and corporeal leiomyoma, corporeal adenomyosis. Normal fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding, back pain, abdomen pain, fibromyalgia,anxiety,vertigo,peripheral neuropathy, nausea,headaches,pelvic pain, depression,dizziness, dysmenorrhea, low back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("excessive abnormal bleeding") and pelvic floor repair ("tvm (transvaginal mesh)") in a 43-year-old female patient who had essure (batch no. 627736) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included trazodone. The patient's previously administered products included for birth control: mirena from (B)(6) to (B)(6) 2009. Past adverse reactions to the above products included genital haemorrhage with mirena. Concurrent conditions included anemia, uterine fibroid, irritable bowel syndrome, tarsal tunnel syndrome, foot pain, plantar fasciitis, flank pain, ganglion, tenosynovitis stenosans, intervertebral disc degeneration, ulnar nerve palsy, dermatitis due to metals, upper back pain, pain in hip, type 2 diabetes mellitus, paresthesia, ataxia, dysequilibrium, uterine bleeding, multiparous, uterine leiomyoma, endometrial biopsy and retroverted uterus. Concomitant products included azithromycin, budesonide;formoterol fumarate (symbicort), cetirizine hydrochloride, cyclobenzaprine hydrochloride (flexeril), duloxetine hydrochloride (cymbalta), epinephrine (epipen), esomeprazole magnesium (nexium), fluoxetine, fluticasone furoate;vilanterol trifenatate (breo ellipta), lamotrigine (lamictal), melatonin, modafinil, montelukast sodium (singulair), salbutamol (albuterol), tramadol hydrochloride (tramadol hcl cf), valaciclovir hydrochloride (valtrex) and vitamin d nos (vitamin d). On an unknown date, the patient started trazodone at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), 3 years 6 months after insertion of essure. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced back pain ("lower back pain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced nausea ("nausea,"). On (B)(6) 2012, the patient experienced fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"). On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: arms and chest"). On (B)(6) 2012, the patient experienced anxiety ("anxiety"). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced major depression ("psychological or psychiatric problems condition:major depression/ depression"). On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2013, the patient experienced vertigo ("other injury(ies) or complication please describe: vertigo.vertigo"). On (B)(6) 2013, the patient experienced neuropathy peripheral ("neurological conditions or problems type:peripheral neuropathy"). In (B)(6) 2015, the patient underwent pelvic floor repair (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), atrial flutter ("flutters"), tenderness ("tenderness") and post procedural haemorrhage ("when it finally came I had a big clots"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2013, salpingectomy,oophorectopmy,). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, fibromyalgia, migraine, headache, allergy to metals, fatigue, weight increased, dizziness, urinary incontinence, abdominal pain, back pain, pelvic floor repair, atrial flutter, tenderness and post procedural haemorrhage outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, nausea, neuropathy peripheral, dysmenorrhoea, dyspareunia and vertigo had resolved and the anxiety and major depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, atrial flutter, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, major depression, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic floor repair, pelvic pain, post procedural haemorrhage, rash, tenderness, urinary incontinence, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure. Hsg showed 4 coils in right and 3 coils in left extending out of fallopian tubes. Current weight 198 lbs. Approximate weight at the time of essure placement 130 lbs per social media: she believe she had miscarriage, because she had flutters, tenderness, nausea, but she wasn't pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Surgical pathology report showed uterus and fallopian tqbes, hysterectomy and bilateral salpingectomy: cervical nabothian cyst. Cervical leiomyoma. Secretory pattern endometrium and corporeal leiomyoma, corporeal adenomyosis. Normal fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding, back pain, abdomen pain, fibromyalagia,anxiety,vertigo,peripheral neuropathy, nausea,headaches,pelvic pain, depression,dizziness, dysmenorrhea, low back pain. The following ones were confirmed in patient¿s social media: nausea, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: atrial flutters, tenderness and post procedural hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: reporter information was added. Per plaintiff fact sheet event: tvm (transvaginal mesh) was added, flutters, tenderness and it finally came I had big clots were added from social media. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.